Event description:
It was reported that the xience v 2.75x23 was initially implanted on (B)(6) 2010, in a chronic total occlusion in the proximal left anterior descending artery. On (B)(6) 2012, the patient presented to the hospital with chest pain and angiography revealed in-stent restenosis in the proximal end of the stent. The patient was treated with another xience v stent. The patient outcome was fine. There was no adverse patient sequela. All significant available information has been received.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design.